Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, foam degradation inside the air path was observed.  The device's air path assembly needs replaced to address the issue.